Event description:
It was reported while using bd alaris pump module smartsite infusion set there were flow issues. There was no report of patient impact. The following information was provided by the initial reporter: chemotherapy medication hung on secondary line, the intervenous pump was programed by the writer and when the writer pressed start, the secondary rate was running free flow. I set the rate for 50 and it was running free flow. Clamped the secondary line at once and the line were changed in the hood for a total new setup. The faulty line was saved.

Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of flow issue accuracy could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0500 lot number 21123165 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 07dec2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h10.

Event description:
It was reported while using bd alaris pump module smartsite infusion set there were flow issues. There was no report of patient impact. The following information was provided by the initial reporter: chemotherapy medication hung on secondary line, the intervenous pump was programed by the writer and when the writer pressed start, the secondary rate was running free flow. I set the rate for 50 and it was running free flow. Clamped the secondary line at once and the line were changed in the hood for a total new setup. The faulty line was saved.